Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose device after a diagnostic procedure. The device deployed as normal, but was hard stuck on removal. The vessel locator button was cycled and the device was pulled gently, but stuck. Countertension was held on the pt's body and the device was pulled abruptly from the body using considerable force. Hemostasis was achieved with the starclose clip. There was no pt injury. There was noted femoral arterial scar tissue on sheath insertion. The device was discarded and will not be returning. No additional info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.